Event description:
It was reported, grossly loose acetabular cup according to surgeon, patient was revised.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.